Event description:
It was reported that the robotic assisted saw interface device following a terminal error, it was discovered that the saw connector on the saw interface was broken at the metal ring and saw cable would not stay in the connector. During an in-house engineering evaluation, it was determined that the device had undesired movement/play between the clamp and the saw interface itself. It was reported that the device was used in surgery and there was patient involvement. It was reported that there was a delay in order to switch to manual instrumentation. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: visual analysis of the returned device revealed that the velys saw interface right had signs of slight wear. Additionally, the honeycomb electrical connector feature of the saw interface port was slightly deformed around the edge and the presence of debris was found inside. The damage to the honeycomb connection is consistent with not using the cleaning cap to protect the saw interface port during cleaning and transportation. During functional tests with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The assignable root cause for the looseness is due to design and has been escalated to a CAPA. D4: unknown.